Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-03319. It was reported the patient experienced inadequate stimulation with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention may take place in the future.